Manufacturer narrative:
The study presentation date was used as the date of the event. Patient and device identifiers are not available. The devices remain implanted in the patients and are not available for evaluation. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. The device labeling was reviewed, which states that the istent is contraindicated in eyes with primary angle-closure glaucoma because the device would not be expected to work in such situations. (B)(4). Submitted to FDA on 05/09/2017 refer to MDR # 2032546-2017-00033 for the other two cases of blocked istent that required medications.

Event description:
It was reported by the glaukos distributor in (B)(4) that a surgeon conducted an istent randomized controlled trial titled ¿phacoemulsification versus phacoemulsification with istent micro bypass stent in primary angle closure glaucoma: early safety and efficacy results of a randomized controlled trial.¿ of the 16 patients that underwent phacoemulsification with istent, one presented with a blocked istent within a week postoperatively and four presented with a blocked stent within one month postoperatively. In three of the five cases, iop remained controlled on no medications. The purpose of the study was to evaluate the safety and efficacy of istent in combination with cataract surgery in patients with primary angle closure glaucoma (pacg). Patients underwent washout period six weeks prior to surgery. Postoperative medication use was based on a protocol to target an iop of 24 mm hg at one day postoperatively, 22 mm hg at 4-7 days postoperatively, and 18 mm hg at 1, 3 and 6 months postoperatively. Outcomes were characterized as a success if an iop of 18 mm hg was achieved without medication and as a qualified success if an iop of 18 mm hg was achieved with medications. Study results demonstrated an 87% success rate and a 13% qualified success rate in the patients receiving an istent. The study concluded that at six months postoperatively, the phaco-istent procedure was effective in controlling iop in pac and pacg patients with a higher success rate compared to patients undergoing phacoemulsification alone. It also concluded that even with stent occlusions, which occurred in the early postoperative period (1 week to 1 month), the outcome for istent use is still favorable.